Event description:
Information was received regarding a cadd extension set. It was reported that the set was leaking. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.